Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. A cine was received and reviewed by an abbott vascular clinical specialist. The reviewer concluded that the media provided was incompatible with dicom or alternate reviewing software and therefore unable to be reviewed. Per the complaint summary the failure to deliver was based on the patient anatomy and not the device. Without image confirmation of an alternate root cause a conclusive root cause cannot be determined. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a perforation in the left circumflex coronary artery via radial access. The 3.50x19 mm graftmaster covered stent was attempted to be advanced to treat the perforation but could not cross due to the anatomy. Several attempts were made. Another, same size graftmaster covered stent was used to seal the perforation and complete the procedure. There were no reported adverse patient sequela and there was no reported clinically significant delay in the procedure. No additional information was provided.